Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was unable to open the jaws of the large hem-o-lok clip applier instrument after applying the clip. The instrument release key (irk) was used to open the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.